Event description:
Reporter indicated that patient underwent generator replacement surgery due to a "dead generator". Patient was reimplanted, the explanted generator was returned for analysis. Product analysis of the returned generator confirmed that the generator was at end of service. Further testing revealed that the transistor q9 exhibited an out-of-limit (higher) leakage current that could potentially be a contributing factor to the analysis that the generator was found at end of service.

Manufacturer narrative:
Transistor q9 was found at a higher leakage current which may potentially have contributed to the generator being found at end of service upon analysis. Device malfunction was confirmed but did not cause or contribute to a death or serious injury.